Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server user contacted their epic electronic health record partners regarding an issue with phenobarbital waste being over-charged. When waste data was carried over into epic, the system billed the waste in ml instead of mg (e.g., 65 ml instead of 65 mg), resulting in significantly inflated charges. The nurse waste documentation was observed and confirmed to be correct, ruling out user error. Epic/bsmh advised the customer to request that zpm-64 (discrete waste unit) and rxd-5 (actual dispense unit) be included, as this configuration was implemented at other facilities using pyxis. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user contacted their epic electronic health record partners regarding an issue with phenobarbital waste being over-charged. When waste data was carried over into epic, the system billed the waste in ml instead of mg (e.g., 65 ml instead of 65 mg), resulting in significantly inflated charges. The nurse waste documentation was observed and confirmed to be correct, ruling out user error. Epic/bsmh advised the customer to request that zpm-64 (discrete waste unit) and rxd-5 (actual dispense unit) be included, as this configuration was implemented at other facilities using pyxis. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, no repair information was provided by the technical support specialist. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es server user contacted their epic electronic health record partners regarding an issue with phenobarbital waste being over-charged. When waste data was carried over into epic, the system billed the waste in ml instead of mg (e.g., 65 ml instead of 65 mg), resulting in significantly inflated charges. The nurse waste documentation was observed and confirmed to be correct, ruling out user error. Epic/bsmh advised the customer to request that zpm-64 (discrete waste unit) and rxd-5 (actual dispense unit) be included, as this configuration was implemented at other facilities using pyxis. However, there were no delays or adverse events or injuries reported based on this event.